Event description:
During the procedure, a cardiac tamponade occurred for which a pericardiocentesis was performed to stabilize the patient. During the procedure, it was noted that the heart's contraction was less than at the beginning of the procedure. An echo was performed which revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.